Event description:
Surveillance study. It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient developed in-stent restenosis. The index procedure treated the de novo, 3.5x20mm, 75% stenosed mid rca (right coronary artery) lesion. Treatment consisted of predilation at 6atm, placement of a 3.5x28mm taxus express2 stent at 8atm, and post dilation with a 3.5x28mm balloon at 9atm resulting in 0% residual stenosis. Successful apposition of the stent to the vessel wall was confirmed with ivus (intravascular ultrasound). The patient was discharged one day post procedure on bayaspirin and plavix. No problems were noted during study follow ups. The patient returned in 2009 with a 3.5x15mm, 75% in-stent restenosis of the mid rca. Treatment consisted of balloon angioplasty resulting in 25% residual stenosis. No problems were found at the one year study follow up.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.